Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The insulin pump had off no power alarm. Customer stated that they did not receive a low battery alert prior to the off no power alert. The customer checked alarm history there were multiple pump error alarm. Customer stated that the battery cap was damaged. There were cracks and chips on the top of battery compartment and reservoir compartment. The troubleshooting was performed for the damage and found that the reservoir was locking in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a17 and a21 alarm anomalies noted. No unexpected a47 alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Device received with stripped battery cap coin slot(p). Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).